Manufacturer narrative:
Conclusion: the reported event of lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. As a result, a device history record review was performed, and no non-conforming materials were found during manufacturing. The cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Related manufacturers report number: 1627487-2019-03758. Additional information received indicated patient was not medically cleared to undergo surgical intervention with respect to the scs system at this time.

Event description:
Aditional information received indicated the patient's system was explanted and replaced with a scs system. Effective therapy was obtained post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Device 1 of 2. Related manufacturers report number: 1627487-2019-03758. It was reported the patient lost effective coverage due to one of the drg leads had migrated. In turn, surgical intervention may be taken at a later date to address the reported issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.